Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previously reported issues.

Event description:
It was reported that the device is measuring spo2 high by approximately three (3) to four (4) points. There is no report of any patient impact or consequence as a result of the issue. No other details provided.